Manufacturer narrative:
(B)(4). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, increasing firmness and elevation of breast.

Event description:
Healthcare professional reported left side "increasing firmness and elevation of breast", "possible case of bia-alcl", "implants recently removed and are now at a local lab". Histopathological markers confirming alcl have not been received. Device has been explanted. Manufacturer of device is unknown.